Event description:
It was reported that the patient implanted with a deep brain stimulation (dbs) system for epilepsy, has been experiencing seizures following the implant procedure. The physician is unable to determine whether the device or its stimulation is contributing to the events. The clinical team will continue to monitor the patients condition.